Event description:
The received operative report states that the preoperative diagnosis is structural valve deterioration in a bioprosthetic valve, previous surgery performed via a right thoracotomy. Procedure performed was a mitral valve replacement via a median sternotomy. "The mitral annulus was debrided of any loose material. The posterior mitral annulus was quite heavily calcified." The valve was replaced and the patient appeared to tolerate the procedure and was transferred to ICU in stable condition.

Manufacturer narrative:
(B)(4). Additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Without the return of the device, root cause to the alleged leak is not conclusively determined. It is unknown if the subject device was calcified.

Manufacturer narrative:
Evaluation method: no product has returned for evaluation. Additional manufacturer narrative: voluntary report number (B)(4) was received. Patient initially reported that her surgeon replaced the original mitral valve with a 6900p25mm valve on (B)(6), 2006. Leaking was immediately discovered and malfunctioned as well. Bleeding was severe and replaced by surgeon. However, the received operative report did not mention explanting the valve. Clarification of events has been requested. At this time, a conclusive root cause to the reported issue is not determined.

Event description:
(B)(4) was received. Patient (B)(6) reported that her surgeon replaced the original mitral valve with a 6900p25mm valve on (B)(6), 2006. Received tee report performed on (B)(6) 2011 stated that there was severe mitral regurgitation. It appears central and centrally directed. There was minimal relative mitral stenosis. It is unknown when the device was explanted. The operative report dated procedure on (B)(6) 2011 indicates that the postoperative diagnosis was acute superior vena cava compression status port recent reportative mitral valve replacement. "The patient tolerated the procedure well, had normal hemodynamics at the end of the procedure, with central venous pressures having returned to normal. The patient was then returned to the cardiac surgical intensive care unit for ongoing management.